Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown dwell phase of their pd treatment. The patient reported receiving an m31 air detected in cassette alarm prior to the reported leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed peritoneal dialysis treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown dwell phase of their pd treatment. The patient reported receiving an m31 air detected in cassette alarm prior to the reported leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed peritoneal dialysis treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that there were indications of fluid inside the pump door. There was dried fluid behind both mushroom heads. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. During a simulated treatment test, encountered air detected in cassette warning in drain 0. The internal inspection of the cycler showed that there was fluid in the hp2 filter of the pump assembly. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered fluid and dried fluid could not be determined. After replacing the hp2 filter, a simulated treatment post-accelerated stress test 2 hour 15 min 8500 ml test was performed and completed. The drain times were within the time specifications. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown dwell phase of their pd treatment. The patient reported receiving an m31 air detected in cassette alarm prior to the reported leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed peritoneal dialysis treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that there were indications of fluid inside the pump door. There was dried fluid behind both mushroom heads. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. During a simulated treatment test, encountered air detected in cassette warning in drain 0. The internal inspection of the cycler showed that there was fluid in the hp2 filter of the pump assembly. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered fluid and dried fluid could not be determined. After replacing the hp2 filter, a simulated treatment post-accelerated stress test 2 hour 15 min 8500 ml test was performed and completed. The drain times were within the time specifications. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown dwell phase of their pd treatment. The patient reported receiving an m31 air detected in cassette alarm prior to the reported leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed peritoneal dialysis treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.